Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. His blood glucose was unknown at the time of the incident. He said that he had just gotten out of the shower and that the pump was on the sink and had hit the floor. He said the pump was beeping but he couldn¿t see anything on the screen. The customer was assisted with troubleshooting and the display did not return. He said that was not calling back after receiving a new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.